Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side deflation. Healthcare professional additionally reported "preexisting crease, where the silicone was obviously weakened." Additionally reported "weight gain, dental problems, constipation, sinus problems, and easy bruisability"; these events are not related to the device. Device has been explanted.